Event description:
It was reported that the customer received a weak battery alarm on the insulin pump after every battery change. The customer's blood glucose was unknown. The customer stated that they were using duracell plus power batteries. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received with high idle current due to faulty radio frequency board. Unit also received with minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.